Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from the luer activated valve. The device contained fosaprepitant. The patient had received an IV (intravenous) push of diphenhydramine, dexamethasone, and famotidine before this medication. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, e3, h3, h4, h6 (update codes), h11. H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to specifications. Pressure and clear passage testing were performed and a leak from the third y-site clearlink was observed. A further autopsy of the y-site clearlink observed the gland had a hole. The reported condition was verified. The cause of the hole is related to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.